Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine in the nasogenian sulcus. About 8 months later, patient had a urinary tract infection and the appearance of "pellets(small balls)" in the area of application of the product. Symptoms is ongoing.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine in the nasogenian sulcus. About 8 months later, patient had a urinary tract infection and the appearance of "pellets(small balls)" in the area of application of the product. Symptoms is ongoing.